Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had an emergent oht (heart transplant) due to high ldh.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.